Event description:
During an in-clinic follow-up, the device was found to be at elective replacement indicator (eri) sooner than expected. Premature depletion of the battery was suspected. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of longevity anomalies and premature discharge of battery was confirmed. The battery voltage was at end-of-life level when received. Analysis of the device image indicates high current drain occurred before and during the device implant which resulted in premature battery depletion. The device was cut open for further investigation, high current was not observed; electrical and mechanical tests performed and indicated normal device functionality.